Event description:
It was reported that, during an urological procedure, the jaws did not open after the device reached to the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the jaws did not open after the device reached to the target tissue. The jaws did not open after the device clamped the target tissue. The clap part on the both side were cut and removed. There were no adverse consequences to the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2022. D4 batch #: v9502a. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx125c device was returned with the distal guide weld broken. In addition, a excessive dried tissue was found within the jaws. The dried tissue was removed to test the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The damage to the distal guide was not enough to prevent the jaws to open and close as expected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.